Event description:
It was reported, the pt experienced symptoms of withdrawal. The pt went to the emergency room. A motor stall was confirmed in event logs with no motor stall recovery recorded. The drug in the pump was morphine compound and bupivacaine (marcaine). Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).